Manufacturer narrative:
The issue in this case was discovered during the surgeon's postoperative evaluation. The patient has no clinical symptoms, and the product remains implanted. United is currently conducting an investigation into this case.

Event description:
On (B)(6) 2024, a total knee arthroplasty (tka) was performed by the surgeon. The patient was a 74 years old male weighing 88.45 kg (195 lbs). During routine postoperative radiographic assessment, an abnormal finding was observed. The xrays revealed a larger than expected radiolucent gap between the implanted tibial stem and baseplate. Upon careful evaluation of the x-rays, surgeon determined that the risks and complications associated with revision knee arthroplasty outweighed the benefits of correcting the observed gap. The surgeon concluded that maintaining the current implant position would be less detrimental to the patient's health and recovery than performing a revision surgery to address the gap.

Event description:
On (B)(6) 2024, a total knee arthroplasty (tka) was performed by the surgeon. The patient was a 74 years old male weighing 88.45 kg (195 lbs). During routine postoperative radiographic assessment, an abnormal finding was observed. The x-rays revealed a larger than expected radiolucent gap between the implanted tibial stem and baseplate. Upon careful evaluation of the x-rays, surgeon determined that the risks and complications associated with revision knee arthroplasty outweighed the benefits of correcting the observed gap. The surgeon concluded that maintaining the current implant position would be less detrimental to the patient's health and recovery than performing a revision surgery to address the gap.

Manufacturer narrative:
In order to ensure proper implant positioning, it is common practice to perform impaction on the implant. However, if the reaming depth exceeds the required length, the vibrations caused by impaction may result in loosening of the tibial stem, as observed in the referenced x-ray image. Based on x-ray observation, it was hypothesized that the tibial stem may have loosened, leading to an abnormal gap size. A root cause investigation was conducted to examine the abnormal condition reported in the customer complaint. Simulations were performed using both the design and manufacturing extreme values indicated in the work order; however, the assembled models were unable to replicate the abnormality observed in the complaint case.to further assess reproducibility, the assembly process of the tibial stem was replicated using a sawbone model, followed by an impact test on the tibial baseplate. While the gap size increased after impaction, the measured value remained below the design threshold of 2.29 mm, and no loosening of the tibial stem was observed.consequently, the abnormal condition described in the complaint could not be reproduced. Additional complaint information monitoring for potential safety signals will be conducted through trending as part of the post-market surveillance.